Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the visual analysis of the device identified that the glass cap of the fiber exhibits a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge, with the potential for forward firing. The fiber proximal to fracture can rotate independently of the metal cap. The glass cap exhibited severe devitrification at the output window and the metal cap exhibited severe charred detritus adhesion on its surface. Fiber was functionally tested with helium-neon (hene) laser fixture ad the test conducted showed no signs of breakage along length of fiber. Based on the observed circumferential fracture, the reported allegation is confirmed. The observed condition of a distal circumferential fracture is understood to be caused by heat accumulation at the output window due to tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow. Device history record (DHR): the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Device technical analysis: visual inspection of the device showed that the glass cap of the fiber exhibits a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of the metal cap. There was severe devitrification at the output window. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber and should not be considered a failure mode. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The metal cap exhibited severe charred detritus adhesion on its surface, indication of prolong tissue contact. The fiber was functionally tested with helium-neon (hene) laser fixture ad the test conducted showed no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted distal circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event, which indicates that the interaction between the user and device, or sample, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that there was a flush on the tissue during vaporization of prostate. The procedure was successfully completed with a second device, without any consequences for the patient. The fiber was returned, and analysis found the glass cap has a circumferential fracture on the distal side of the fiber/cap, with the potential for forward firing.